Event description:
It was reported that a patient presented in-clinic. Prior to opening the device pocket, interrogation of the patient's right atrial (ra) lead was found to have low pacing impedance, which fluctuated in value. Additionally, the ra lead was found to have over-sensing of noise, inappropriate automatic mode switch. During the procedure, the lead was found to have an abrasion, which was noted visually. Upon attempting to repair the lead, the ra lead was unable to sense or capture and the ra lead impedance value was still low. The ra lead was capped on (B)(6) 2022. The patient was stable throughout.